Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the cutter device was able to be inserted, however the nose cone color bands were discolored and the device heated up to 141 degrees fahrenheit which was beyond specifications of 118 degrees fahrenheit. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an equipment test, it was discovered that the attachment device had trouble loading the burr devices. During in-house engineering evaluation, it was observed that the device heated up to 141 degrees fahrenheit which was beyond specifications of 118 degrees fahrenheit. The event was not related to surgery since the device was not used surgically at the time. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: upon further review of this complaint, it was determined that the date received by manufacturer was incorrectly documented as (B)(6) 2016 on the previous report. The correct date received by manufacturer was (B)(6) 2016. This information has been updated accordingly. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.